Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as 20 ml of clear fluid leaking from bath area on the right side of the analyzer onto the counter. The customer was running samples when the leak was identified. The customer found the vacuum isolation chamber (vic) was full, and checked for kinks in the waste line when the vic would not drain. The analyzer generated an error condition of "aperture alerts" for the low level of the quality control samples and platelet test results were flagged with an asterisk indicating the results should be reviewed by the operator. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the waste pump was not cycling properly which was causing the baths to over flow. The fse replaced the waste pump and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).